Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder extender endoprostheses (aortic and iliac) are intended to be used after deployment of the gore excluder bifurcated endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurysmal exclusion is desired. The gore excluder bifurcated endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy.

Event description:
In 2007, this pt's thoracic aorta was implanted with gore excluder aaa endoprosthesis contralateral leg component. The completion angio showed a proximal type 1 endoleak. The six month and twelve month follow up tests also showed a proximal type 1 endoleak. In 2008, the device was explanted and a gore-tex device was sewn in. The pt is doing well.